Event description:
Breakage of the distal lateral femur plate. Revision surgery was performed for the removal of the broken plate.

Manufacturer narrative:
Correction: outcomes attributed to adverse event (outcome). The reported event could be confirmed. Based on investigation, the root cause is most probably attributed to be patient related. The failure was caused by an overloading/ excessive weight-bearing on the implant on extended periods of time. The device inspection revealed the following: the axsos plate that was returned is indeed broken at the level of the 4th hole from the medial side of the plate. A microscope analysis of the surface breakages shows that the material of one of the two bridges is shiny, which proves that the device most likely broke at that level first. That first breakage was most probably due to an important and repetitive patient activity ( overloading, excessive weight-bearing, high activity level of the patient...) Or a prior non-union of the bone. Pre- and post- operative -rays are the only way to be able to determine if the plate was indeed properly implanted and did not have to withstand the additional mechanical loads that are due to the non-union of the bone. After the first bridge breakage, the two sides of the plate rubbed against each other for some cycles before the second bridge broke too. The surface of the second bridge shows a matte grain of the material, which proves that the material broke at once (sudden fracture of the material), again as a result of too high of a force applied of the material. This behavior is usually characteristic to fatigue fractures .as a reminder, the IFU clearly states: "¿ post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. External immobilization (e.g. Bracing or casting) may be employed until x-rays or other procedures confirm adequate bone consolidation." A usb device containing the x-rays was provided but could not be opened. Multiple attempts were made to retrieve them again but were inconclusive. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Breakage of the distal lateral femur plate. Revision surgery was performed for the removal of the broken plate.